Event description:
There were two small dilators in the insertion kit and no large dilator. A new user carton with a new iab was opened and used.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Device label code: 1738. The following loose items were returned to datascope: one plastic guidewire casing, one 10 fr., 11" sheath/hemostasis valve assembly, one luer lock cap, and 2 vessel dilators. The serial number of the balloon associated with these insertion kit items was not reported. No other packaging materials or numbers associated with the device were available. Blood was noted on the exterior of the plastic guidewire casing. Probable cause of difficulty: examination of the returned items did verify the presence of 2 vessel dilators. Unfortunately, it is not possible to determine when the blue introducer dilator became missing from the insertion kit. It is not possible to trace the packaging of the insertion kit due to a lack of info. Since datascope takes the position that the customer is correct, a free insertion kit has been authorized for the facility.